Event description:
It was reported that the patient had pain at the battery site and device pocket. The patient saw their doctor on (B)(6). The patient had their battery explanted on (B)(6). The battery was explanted due to pain at the battery site. The patient¿s symptoms made them feel like their implantable neurostimulator (ins) was sitting on the sciatic nerve. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).